Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was further reported that there was no delay or adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
Lot number updated from unknown to 1908050 the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was further reported that there was no delay or adverse consequences as a result of this event. No further information was provided.